Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported that a part of the sensor needle that goes into the skin had broken off. The customer was unsure if a part of that sensor was still inside the customer's body. No additional information was provided.